Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1140, awareness date 05-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. This case was initially considered invalid due to missing adverse events. On (B)(6) 2014, a hysterectomy was performed (leaving ovaries) due to a migrated coil. Consumer stated she experienced hair loss, gained approximately 20 lbs, had excessive bleeding/clotting (bled every single day from implant to hysterectomy), and had an ovarian cyst for the first time. Follow up received on 20-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleeding/clotting (bled every single day) (interpreted as genital bleeding). She underwent a hysterectomy due to a migrated coil, 4 months after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event genital bleeding, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case the exact location of the device was not reported. The consumer stated that she underwent a hysterectomy 4 months after essure insertion due to a migrated coil. Given the nature of this event causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.